Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room due to inappropriate shock. Upon interrogation the right ventricular (rv) lead was discovered to have r-wave amplitude variation and loss of capture due to dislodgement. The physician attempted to reposition the lead to resolve the issue, but was unable to due to helix retraction failure. The lead was then explanted and replaced. Patient condition was stable.

Event description:
New information received notes that the product will not be returning.